Event description:
It was reported by the caller that an adverse event occurred. During a redo flutter procedure, they mapped the right atrium with the octaray catheter. It was determined that the flutter arrhythmia was coming from the left atrium. The physician inserted a soundstar catheter to assist with transseptal access. The physician then inserted a faradrive sheath into the right atrium. It was while inserting the faradrive sheath that the physician stated that they felt a "pop". The physician utilized the soundstar catheter to visualize the pericardial space. The physician noticed a pericardial effusion. The caller noted that they reversed the anticoagulation and have been observing the patient for approximately two hours. The physician will determine if further medical intervention is necessary. The caller noted that the patient is in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).